Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced fatigue with activity and occasional positional dizziness. It was further reported that ra lead sensing was low but stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds since implant. It was also reported that intermittent loss of capture was observed with left arm movement. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.